Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Additional information has been requested and if received, will be provided in a supplemental report.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specs. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that the pt is experiencing hip pain in the middle of the hip area and in the front. Pt is reporting that the has pain when standing on it for periods of time. Pt states that there is a burning when standing on his hip. Pt is also experiencing pain when seated for long periods of time. Pt states that pain started at least a year ago. Pt is supposed to schedule revision surgery, but is having other health issues that need to be resolved first.